Manufacturer narrative:
Initial reporter occupation: bsrt(r)(vi). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the flexible stiffening cannulas were difficult to remove from the catheters of unspecified dawson-mueller mac-loc drainage sets during unknown procedures. No adverse effects have been reported for these incidents.

Manufacturer narrative:
Investigation ¿ evaluation: on 03aug2022, cook medical inc. Received a complaint from a representative at the st alexius medical center located in the city of bismark, nd. During a procedure where a ultrathane cope nephroureterostomy set (rpn: ult10.2-10.2-24-nucl-b-rh, lot number: 14321527) was used, the physician encountered difficulty when attempting to remove the flexible stiffener (referenced in mfg report reference #: 1820334-2022-01323). This investigation will capture similar incidents that the customer had mentioned occurring a couple of months prior with unknown dawson-mueller catheters. It is unknown if the patient(s) experienced any adverse effects due to these occurrences. Reviews of documentation, including the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, quality control procedures and specifications of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examinations could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are currently in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be conducted due to the lack of lot information from the facility. Cook medical performed an expanded sales search from 3aug2018 until 3aug2022 regarding the reporting facility. Unfortunately, the expanded search could not identify the complaint lot. Cook also reviewed product labeling. Since a lot number was not provided the most recent version will be referenced: per the attached IFU, t_nucl_rev5, ¿cope nephroureterostomy,¿ provides the following information to the user related to the reported failure mode: precautions: ¿a ptfe-coated wire guide must be used with this product." Instructions for use. ¿ using standard percutaneous access technique, establish wire guide position through the renal pelvis and ureter into the bladder using a support wire guide in a diameter appropriately sized to the endhole of the catheter. ¿ flush the catheter with sterile normal saline or water ¿ insert the stiffening cannula into the catheter and lock it in place ¿ over the wire guide, introduce the stent/stiffening cannula into the kidney collecting system ¿ after establishing proper proximal and distal position, push the stent off the stiffening cannula over the wire, making sure the distal pigtail forms within the bladder. ¿ remove the stiffening cannula from the stent, leaving the wire guide in place. How supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ evidence gathered upon review of the dmr and supplied IFU, suggests there is no indication the device was manufactured out of specification. There is no evidence of nonconforming material from this lot in house or in the field. Based on the information provided, no returned product, and the results of our investigation, it was concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.